Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: can you please provide more details? During surgical procedure of laparoscopic appendectomy, stapler jammed, locking immediately after starting to close the handle , did the device lock-out (no staples deployed and no cut line started)? Stapler blocked after fired 1cm of clips and started cutting. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? Points seem to be correctly closed. If the stapler did fire was the staple line complete? No. Did the device cut? 1 cm of tissue. If yes, was the cut line complete? If not, please explain. Was the device locked on tissue with the jaws closed? Yes was the device removed (forcing the closing lever open, anvil release button, jaws forced open, cut from tissue)? Did the jaws eventually open? The re-opened button was locked, the doctor has to unlock the opening lever "by force", without fortunately creating lesions on the fabric.

Event description:
It was reported that during the surgical procedure of appendectomy, the stapler blocked and did not complete suture (has not completely shot the charge and was not possible to reopen it). No patient consequence reported.